Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a returned product sample. The customer provided a peel-away sheath with a split tip. The dilator was also returned and appeared typical. Microscopic examination of the sheath tip revealed that the edge was pushed back, stretched and flared with a split along the score line for approximately 3mm. Further examination revealed a partial cut just below the tip edge. The score line near the distal end on both sides also appeared to be folded over. The sheath tip diameter could not be accurately measured due to the damage, but the dilator was able to pass through without resistance. The observed damage is consistent with hitting or pushing against a tough or hard surface. A device history record review was performed on the sheath and dilator with no relevant findings. The provided instructions states to enlarge the puncture site with a scalpel prior to insertion if necessary. The customer did not report if they enlarged the puncture site. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial event has been reported under MDR # 1036844-2015-00529.

Event description:
It was reported that during this second insertion of the catheter through the peel away placed in the patient's right upper limb, the peel away broke prematurely. Another attempt was not tried. There was no reported delay, death, or complications to the patient as a result of this occurrence.